Manufacturer narrative:
The covidien tech support engineer (tse) recommended the customer to swap the graphic user interface (gui) from another unit, and testing on this ventilator to determine functionality. In the event the other unit's display was blank, to try swapping the gui cable. If the other unit is still blank, it was recommended to swapping the power supply. The customer informed to have replaced the gui central processing unit (cpu) printed circuit board (pcb), and the unit continued without display. The tse explained that after replacing the pcb, the ventilator needs to have the software upgraded to the current revision. (B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator graphic user interface (gui) had a blank display. Additionally, it was also reported that the unit has a 9.4 display alert that the gui was blank, and there was no displayed content seen with the use of a flashlight, and the unit appeared to be functioning. There was no pt involvement.